Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: emergency aneurysm, stent assisted coil embolization. After the angiography was completed, the treatment began, and the pathway was established. The third coil 8610-0204 was selected, the coil had been mostly filled into the tumor. Ready to deliver the last section, found that the push resistance was very large. Considered withdrawing the coil, found that the coil had been abnormally stretched. At this time found that the coil was broken, the broken part of the coil was kept in the tumor confirmed by radiography. Another broken part of coil was removed with pusher. Procedure was completed with another coil. Patient status is fine.

Event description:
As reported: emergency aneurysm, stent assisted coil embolization. After the angiography was completed, the treatment began, and the pathway was established. The third coil 8610-0204 was selected, the coil had been mostly filled into the tumor. Ready to deliver the last section, found that the push resistance was very large. Considered withdrawing the coil, found that the coil had been abnormally stretched. At this time found that the coil was broken, the broken part of the coil was kept in the tumor confirmed by radiography. Another broken part of coil was removed with pusher. Procedure was completed with another coil. Patient status is fine.

Manufacturer narrative:
Items returned for evaluation: -pusher -introducer -dispenser hoop items not returned for evaluation: -shrink lock -microcatheter -implant the visual analysis of the returned device found that the implant was not attached to the pusher with the monofilament exposed, and the pusher hypotube exhibited kinks at the proximal section. The implant was not returned for evaluation. The introducer was returned undamaged. The introducer distal tip was found to be within specification. The exposed monofilament was found to have a broken tip, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the implant not attached to the pusher with the monofilament exposed, but no indications of activation using a detachment controller were observed on the pusher heater coil. Further inspection found the pusher hypotube exhibited kinks at the proximal section. The implant was not returned for evaluation. As the implant was not returned for evaluation and no procedure images were provided for review, this investigation could not assess the verify the reported implant stretching issue. However, the exposed monofilament was found to have a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.